Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had stopped functioning. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 12.7cm from the connector portion and 70.0cm from the distal portion. External insulation abrasion was noted at 2.5cm to 2.9cm from the connector pin, 3.5cm to 5.5cm from the distal tip and 67.1cm to 67.3cm from the distal tip consistent with friction to another device or feature of the patient anatomy.